Event description:
An elderly pt undergoing a dialysis treatment required cardiac pulmonary resuscitation (CPR). Treatment was stopped and the pt was transported to the hosp. No additional info was provided. The phoenix machine was inspected and found to be operating within specification. The disposables were discarded and not available for inspection. MFR ref # 9616023-2015-00008.